Manufacturer narrative:
Concomitant medical products: product ID :977d260,serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977d260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an external neurostimulator (ens). The patient developed a loss of function in their legs after being treated for a heart attack with anticoagulants which may have led to a possible epidural hematoma. On (B)(6) 2018 the rep received a call from the nurse notifying them of the patient¿s loss of function in their legs. The rep notified a hcp and gave the nurse the hcp¿s cell number for the hospitalist to call them asap. They discussed the possibility of an epidural hematoma and the hcp required that the patient be transferred to a different medical center for emergency surgery. To the rep¿s knowledge, the patient would undergo surgery to have the epidural hematoma evacuated. The rep indicated that it was unknown if the leads would be returned because they may not be able to track them down as it may have been discarded at either location. The hospital has possession of the product. The patient experienced myocardial infarction and was being treated at a hospital prior to being transferred to a different medical center for surgery. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that they were unable to locate the affected devices. To their knowledge, the affected devices have been discarded either while at the emergency department or after they were transferred to surgery. The rep has not had any conversations with the physicians that took care of the patient after they were transferred so they do not have any more information regarding the cause of the loss of function in the legs. It remains unknown if the epidural hematoma was due to the procedure/lead placement or if it has resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-aug-23. The hcp indicated that the patient was admitted to an outside facility, so they do not have the records to know the current status of the affected device or the cause of the loss of function in their legs, or if the epidural hematoma was due to the procedure and lead placement. It was unknown if the issue was resolved as they have not seen the patient for follow up. No further complications were reported/are anticipated.